Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and performed battery run time test to verify this issue. The iabp unit passed battery run time test and the reported failure could not be duplicated. The fse performed complete functional testing and safety checks. The iabp unit passed all functional and safety tests per factory specifications, was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave rescue intra-aortic balloon pump (iabp), had a battery charging issue. The customer later reported that the battery was charging and went from 30% to 50% fairly quickly. It is unknown under which circumstances this event occurred. However, there was no patient involvement.